Event description:
It was reported that the right ventricular (rv) lead was explanted due to an unknown product performance issue. Another rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that shortly after it was first implanted, this right ventricular (rv) lead was explanted due to high capture threshold. Another rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the fields b5. Describe event or problem, & h6. Adverse event problem.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report is being submitted to update the fields b5. Describe event or problem, & h6. Adverse event problem.

Event description:
It was reported that shortly after it was first implanted, this right ventricular (rv) lead was explanted due to high capture threshold. Another rv lead was successfully placed. No additional adverse patient effects were reported. Additional details noted the physician was unable to determine the cause of high capture thresholds. The lead had not moved from the original placement position.